Event description:
It was reported that during foley lifecycle assessment, the foley tray that the nurse pulled from their supply room did not have iodine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during foley lifecycle assessment, the foley tray that the nurse pulled from their supply room did not have iodine. Per additional information received via email on 03apr2025, this was found during a foley point prevalence review with bd. The kit was to be used on a model, not a patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A labeling review was not performed because labeling could not have prevented the reported failure. Pfmea # (B)(4), revision 37, was reviewed for this investigation. The reported event is addressed in step #3. Based on this review the risk is within the expected range. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. The DHR review could not be performed without a lot number. A labeling review was not performed because labeling could not have prevented the reported failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during foley lifecycle assessment, the foley tray that the nurse pulled from their supply room did not have iodine.